Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's main drawer 1 was failed and it was unable to recover. The field service engineer (fse) had inspected main matrix drawer 1, which had been reported as frequently failing. The fse tested using the hardware test application (hta), the fse tested the drawer and sensors, identifying issues with the latch sensor not reading correctly each time. The fse adjusted the sensor to bring it closer to the latch, then tested again, confirming that it was now reading properly each time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es main drawer 1 was failed and it was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.